Manufacturer narrative:
(B)(4). The customer, (B)(6), provided us with a copy of their medwatch 3500a form. The uf/importer report # indicated on the form is (B)(4). Customer indicated they will not be returning anything to vyaire as the ventilator was tested by their biomed at their facility. The biomed could not duplicate the reported problem and he returned the ventilator to service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator shut down while transporting a patient from ICU to the cat scan in ER. The patient was disconnected and manually ventilated by ambu to cat scan approximately 50-60 feet. The patient was placed on another ventilator. The customer advised there was no patient harm associated with this event. The customer stated the ventilator that shut down was taken to the biomed with the circuit to be evaluated. The ventilator was set-up to test and run overnight. The ventilator ran for 7 days. The biomed was unable to duplicate the reported problem and the ventilator was returned to service.